Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The maximum aneurysm diameter was 5.3 cm. The proximal aortic neck was 16 mm long and 21 mm in diameter, with a posterior bulge. The diameter of the left iliac artery was 12 mm proximally, and 16 mm distally. The diameter of the left iliac artery was 14 mm. The iliac arteries were very tortuous. It was reported that the bifurcated stent graft was placed 5 mm too low, resulting in a proximal type I endoleak. The physician implanted a 232349 endurant ii cuff at the renal arteries, and the endoleak resolved. The physician commented that the short neck with the posterior bulge caused the device to land lower than planned. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (short aortic neck with posterior bulge). Conclusions: known inherent risk of a procedure (endoleak); device failure related to patient condition (short aortic neck with posterior bulge).